Event description:
The customer reported the plastic piece at the tip of the subject device broke off. The reported issue was identified during reprocessing of the subject device. There was no patient involvement.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that the tip of the probe unit was broken and floating, but still attached. In addition, the adhesive of the bending section cover (a-rubber) was cracked. The insertion tube was scratched. The back cover of the scope connector was loose. There was low angulation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the broken tip of the probe unit. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was either mishandled or subjected to stress forces. Olympus will continue to monitor field performance for this device.